Event description:
The hub of the needle blew off where it attaches to the safety device while injecting client with medication. The nurse followed the package insert instructions and additional warnings from the product rep. The nurse had no problem priming the lumen of the needle. There was no reason to suspect that the needle was not secure in the safety hub. This product arrives in packages containing needle, safety device and syringe with pre-filled diluent and powdered medication. According to instructions provided for using risperdal consta: it must be reconstituted only in the diluent supplied in the dose pack, and must be administered with the needle supplied in the pack. The nurse had the syringe with the safety device attached in one hand and the green deltoid needle was stuck in the patient's deltoid. She took the syringe with the safety cap in her right hand and grabbed for the needle in the patient's arm with her left hand. At some point the nurse received a needle stick as a result of the device failure. Previously, injections were only done in the gluteal muscle with a 2 inch needle. In december 2008 the FDA approved the use of the deltoid type one inch needle.====================== manufacturer response for pre-filled syringe and deltoid needle, risperdol consta dose pack======================according to our local rep, janssen pharmaceutica has been aware since mid-january of 2009 of this problem with the deltoid type needle separating from the safety hub. They have received this report from several customers and instructed users to make sure that the green needle hub(deltoid needle) attaches securely to the safety hub. Further, our rep made a site visit and gave instructions directly to the nursing staff based on prior customer complaints at other sites.